Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) results generated by the unicel® dxl 600 access® immunoassay system for four patients. Customer tested 4 patient samples for accutni and obtained results in the range of 1.27-2.66ng/ml. Upon repeat on a different instrument, these samples gave results in the range of 0.03-0.05ng/ml. The erroneous results were reported outside of the laboratory. One patient was treated with heparin. The customer did not receive any report of patient injury requiring medical intervention or change to patient's treatment attributed or connected to this event for the other patients.

Manufacturer narrative:
Samples are collected in nahep tubes without a gel separator and centrifuged for four minutes at 4500 rpm at room temperature. Qc was within established ranges prior to the event but was out of range after the event. A field service engineer (fse) was on-site 03/30/09. (A) fse performed a preventive maintenance (pm) on the analyzer. (B) fse verified and adjusted all alignments and ultrasonics as needed. (C) fse calibrated all pressure sensors, performed a system check, precision testing and carryover testing which all passed within instrument specifications. (D) fse performed calibration and qc which passed within established ranges. All repairs were verified per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.